Manufacturer narrative:
(B)(4). Additional information: after further investigation, quality engineering determined the assignable cause to be not identified. Corrections: the result code of 1023 (none) better represents the reported problem than code 427 (circuit board) as the cause of the problem was not identified.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, but the condition occurred in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to saturation of air sensor circuits. The air sensor circuits were checked for moisture; the tubing channel was cleaned and dried; and an air in line test was performed and tested ok to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.